Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue. Episode 83 on (B)(6) 2016 is one instance where r-waves are diminished. Right ventricular (rv) pacing impedance within range. Rv oversensing not observed during non-sustained tachycardia. Concomitant medical products: 4087, boston scientific lead, implanted: (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing on the tip to ring vector. R-waves amplitude measured a low value. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.